Manufacturer narrative:
Mechanical testing performed on lot s0994 indicated performance similar to competitive product. An engineering change order has already been released which changes the driver material type to increase tip strength to address this issue.

Event description:
Surgeon performed a one-level cervical revision case where the manta ray plate was placed at the c6-c7 level. During the insertion of the right, cephalad fixed screw, the hex screw inserter tip sheared off, with the fragments securely fixed in the screw head. The fixed screw did not engage the locking arm when the screw inserter tip detached from the inserter. Despite an attempt to burr the screw fragments out of the screw head, the surgeon elected to leave the screw in its current position with the fragments still fixed inside the screw head. A lateral image showed that the plate was correctly placed and the screw did not look proud above the plate. The other three fixed screws engaged the locking mechanism.